Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the patient was experiencing odd behavior and had symptoms of slurring, face/mouth drooping, delirium, didn¿t know their name or birthday, couldn¿t touch finger, was unintelligible, eating a room deodorizer, falling down several times, and walking around in their underwear. The report had called emergency medical services twice and the patient was admitted to the hospital on (B)(6) 2015. A CT scan was done and a stroke and brain bleed was ruled out, but a transient ischemic attack could not be ruled out. On (B)(6) 2015, the patient had their firth ankle surgery. The patient also had an MRI in 2007 that was unrelated to their implant. The patient¿s health care provider (hcp) had not been contacted. The patient¿s indication for use is parkinson¿s dual. No cause, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.